Event description:
It was reported to philips that device shuts down unexpectedly; x-ray pc replaced on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced x-ray pc, suit pc, fdcsib board, pdu fan unit, pdu control module, and cisco ts switch, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).